Event description:
It was reported that during the implant procedure the lead helix would not extend. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. Analyst noted that the helix would not extend due to drive shaft lug stuck behind the retraction stop.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.